Event description:
The customer obtained non-reproducible lower than expected vitros troponin (tropi es) quality control results (qc fluid biorad 1= 0.033, 0.031 vs. Expected 0.064) on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected quality control results were obtained for vitros tropi es on a vitros eciq immunodiagnostic system. There was no evidence to suggest that an instrument related issue contributed to the event. The investigation was unable to determine a definitive root cause. However, a reagent related issue and quality control fluid handling cannot be ruled out as potential contributing factors.